Manufacturer narrative:
Contrary to the instructions for use, the user did not inspect the clip position within the housing prior to use and the deployment handle stay was removed prior to intubation. Statements in the instructions for use include: "twist and pull the safety cap gently to remove. Caution: inspect clip delivery housing closely, and circumferentially, to make sure that none of the clip's points extend beyond the distal rim/edge. If any clip points extend beyond distal rim/edge, carefully replace safety cap, do not use this product, contact your local product specialist or customer service representative, and use a different device for procedure. Do not remove the handle stay until endoscope with loaded padlock clip defect closure system is in position over defect and ready for deployment." Examination of the device subject of the reported event confirmed the clip to be advanced on the housing, and found the device to be otherwise functional. The device history record was reviewed and confirmed the device was manufactured to specification. There have been no other complaints associated with this lot. A us endoscopy representative advised the user facility regarding use of the padlock defect closure device, including checking the position of the clip points prior to intubation and maintaining the handle stay until ready to deploy. No additional issues have been reported.

Event description:
The user facility reported that during intubation of an endoscope with a padlock clip defect closure system attached, the user was unable to advance past the upper esophageal sphincter. Upon withdrawal of the device, the user noted the points of the clip were protruding past the deployment housing. The user reported local trauma to the patient's oropharynx with no treatment required and the procedure was completed with another padlock device.